Event description:
It was reported that the insulin pump alarmed motor error during manual prime. Customer has not used the insulin pump lately due to appendix surgery. The blood glucose reading is 323 mg/dl. Customer unable to leave the rewind/prime loop. The displacement test failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.